Event description:
It was reported that the pump sounded an alarm during pumping. There was no reported adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the cartridge before contacting support.